Event description:
Comet delivered to customer (B)(4) and it have been to same user all the time. The seatbracket standart broke in halv (B)(4). We have asked the tac to get more information about the user.